Event description:
It was reported that a patient presented remotely with their implantable cardioverter defibrillator undersensing a ventricular fibrillation episode, which led to a failure to deliver hv therapy. Therapy was later delivered after another ventricular fibrillation episode occurred seconds later. Programming changes were made to address the undersensing issue. The patient was recovering.